Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: per rep, "plugged camera head in and no ch recognition" the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The root cause of the issue could be the camera head or a faulty connection to the ccu. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.